Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was evaluated in the field; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the patient was found with his lower leg trapped between the upper siderail and mattress. The patient sustained a laceration and bruising, which did not require medical intervention.